Event description:
In 2007, baxa was notified of an incident that happened three weeks earlier that resulted in a patient requiring lab tests and additional monitoring. The customer reported that the patient was infused with a tpn solution that contained the ingredient ranitidine, when the prescription was for cysteine. The customer's subsequent investigation revealed that the user entering the order into the abacus tpn calculating software mistakenly entered 140 mg ranitidine for the patient instead of cysteine 140mg. The customer reports that the patient did not experience any permanent injury/illness as a result of this issue.

Manufacturer narrative:
Repeated requests were made for the customer's software database and black box files from the software for analysis; however, the customer would not provide the information. The customer reported that human error contributed to the incorrectly ordered ingredient within abacus tpn calculating software. Customer indicated to baxa that the person entering in the order in question mistakenly entered 140mg ranitidine into abacus (tpn) calculation software when ordering instead of cysteine 140mg. The verification label along with the associated documentation that is produced with the order of the tpn bag clearly indicate the ingredients (ranitidine versus cysteine) in the tpn solution; pharmacist and physician verification of the tpn bag failed to identify the incorrectly ordered ingredient. A review of the product hazard analysis (pha) and customer complaint data for this product was conducted, and it was determined that this issue not occurring with greater frequency or severity than is expected for the device, as documented in the pha. This report fell in 2007.